Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2020-jan-18 regarding a patient receiving heparinized saline via an implanted infusion pump. The pump was being used for hepatic artery infusion. The patient's medical history included metastatic colorectal cancer. It was reported that since the pump placement a few months ago (relative to (B)(6) 2019)), there had been great difficulty in accessing the pump in the outpatient setting. This was likely due to a combination of the patient's weight loss, body habitus, and redundant fascia. Recommendations were made for repositioning the pump given that the patient appeared to have liver only disease with a possible small solitary right lung metastasis. The patient was brought into the operating theater and was identified. The patient was then intubated. The existing percutaneous blioma drain was reflected to the left and secured to the abdominal wall with a 2-0 prolene stitch. This was prepped separately with betadine and covered with a betadine soaked gauze and a tegaderm. The patient was prepped and draped in the standard fashion and the right chest wall and abdomen were then prepped with chloraprep in the standard fashion. A surgical timeout was completed. The prior right abdominal pump pocket scar was opened using a 10 blade. The subcutaneous tissue was divided into the pump capsule and the retaining sutures were divided and excised. Next, a 10 blade scalpel was used to divide the skin over the right chest wall to create a new pocket. A tunneler was used to create a passage for the catheter from the prior pocket to the new pocket. The catheter coming out of the lower pump pocket was clamped with protected shods and divided with scissors. The prior clip on catheter to the pump was removed and passed off for measuring. The pump was refilled with high-dose heparinized saline at 25,000 units per 20ml. The new catheter that was tunneled from above was then attached to the pump and flushed through the bolus port with low-dose heparinized saline. Using the manufacturer's splicing kit the catheter was then spliced to the existing catheter in the lower pocket and was further secured with 2-0 silk ties around the splice connection over the metal. The connection was again tested with flush through the bolus port with low-dose heparinized saline and flushed easily without resistance. The bolus port was positioned laterally and the catheter traversed underneath the pump as per protocol. Using the rings on the pump, the pump was secured to the fascia over the right chest wall with 3-0 prolene sutures. The system was again tested with easy flushing found. Small flaps were raised subcutaneously over the right chest wall pump. The skin overlying and prior pump site was closed in three layers using 3-0 vicryl for the deep layer which eliminated the prior pump pocket, 3-0 vicryl for the deep dermal layer, and running v-lock suture for the skin, followed by dermabond. The new chest wall incision was closed with 2-0 vicryl for the deep layer, 3-0 vicryl for the deep dermis, and runnign v-lock suture for the skin followed by dermabond. The patient was extubated and tolerated the procedure well. No complications were noted and the patient was taken to the post-anesthesia care unit (pacu) in stable condition. The hcp wanted to begin treatment with the pump as the patient continued to heal from their recent abdominoperineal resection. The patient had a pump refill scheduled for (B)(6) 2019. No further complications were reported or anticipated.